Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 157446 lot number:263600 brand name: m2a magnum head, catalog number: 139259 lot number:070130 brand name: m2s magnum taper insert, catalog number: x180311 lot number:752740 brand name: bi-metric stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01569. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient is experiencing right hip pain and elevated metal ion levels approximately 11 years post implantation. However, no revision has been reported to date. Additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual inspection found the returned cup found that the inner radius of the cup is scratched. The inner radius is covered in a dried yellow liquid. Yellow and black debris remain stuck to the porous coating. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Mw5084465.

Event description:
It was reported that the patient was revised due to pain and elevated metal ion levels approximately 11 years post implantation. Attempts have been made and additional information on the reported event is unavailable.